Event description:
Metal on metal depuy right replacement hip implanted (B)(6) 2008 due to degenerative joint disease. I experienced a period of relief, followed by increasing pain and discomfort and loss of stability in the right hip beginning (B)(6) of 2013. Labs in (B)(6) of 2013 revealed increased cobalt and chromium levels. Right hip revision surgery was performed on (B)(6), 2013. Dates of use: (B)(6) 2008 to (B)(6) 2013.